Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. Tandem technical support (cts) verified in the pump logs that the cartridge was removed prior to the insulin gauge issue, however, customer maintained that the cartridge was not removed and declined further troubleshooting with cts.